Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed using a 20mm true balloon due to calcification. The delivery catheter system (dcs) was unable to advance past the patient's tortuous left common iliac artery. After three attempts to traverse the tortuosity, the physician aborted the case. The patient's right side was not an access option due to smaller caliber vessels. The patient required the placement of an iliac stent due to an access site dissection. The cause of the dissection was unknown. A procedural delay of approximately one hour occurred. Per the physician, the patient's tortuous anatomy contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was received that the stent was placed in the patient's left common femoral artery, not the iliac artery.

Manufacturer narrative:
Updated fields: a4 b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.